Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds however it ruptured at 12 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter received with no original packaging and no other devices. There was blood and contrast in the inflation lumen. Microscopic examination of the balloon revealed no damage. Examination under magnification revealed an inner shaft puncture 8mm proximal of the markerband. The puncture was angled in the direction of proximal to distal. Inspection of the remainder of the device presented no other damage or irregularities. The inner shaft puncture likely compromised balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds however it ruptured at 12 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).